Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was emergency room then hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 30.1 mmol/l. Customer stated they had to stay there for 3 days. Customer stated that cannula was bent. Customer stated that daughter had to miss 3 days of work and customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode or smart guard feature was not active at time of high blood glucose event. Customer treated for high blood glucose with syringes. Customer stated that hospitalization treatment was with magnesium, potassium and intravenous insulin drip. Customer does not alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.